Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that her blood glucose was 500 mg/dl and that she treated with manual insulin injections. The patient stated that she wasted three reservoirs full of insulin due to the reservoir being locked inside. The customer wanted the insulin replaced. No products were shipped or returned.